Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that customer allowed pump battery to drain. Customer turned the pump on and an unspecified malfunction alarm occurred. Reportedly, the malfunction alarm was cleared, and insulin delivery was able to be resumed. Customer¿s blood glucose level was 86 mg/dl.